Event description:
I had the birmingham procedure metal on metal hip resurfacing done, it fell into my groin. I didn't even know it. I then had to have it revised a month later. I went through a lot of complications. Then in (B)(6) 2011, I had to have the revision taken out because that one moved internally 40 degrees and I had to have it revised once again. The second was a metal on metal total hip also by smith and nephew. The popping and grinding of both devices was terrible. I could barely walk the pain was so bad. So to make a long story short I have had 3 hip replacements in 2 and a half yrs. Ridiculous and I did not do anything to cause those incidents. I have had my new ceramic and plastic hip for a yr tomorrow and it is working fine. I do not have the devices in my possession, the hospitals refused and threw them away. I also do not have the lot numbers. I was unable to get them from the doctors office.